Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately at 8:30am on (B)(6) 2016 when the patient obtained alleged inaccurately high blood glucose results of ¿558 and 252 mg/dl¿ on the subject meter compared to ¿190 mg/dl¿ on an accu-chek aviva meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin (no adjustments). Also at 8:30am on (B)(6) 2016, the reporter indicated that the patient¿s medication was increased by 10 units by a home health/visiting nurse. The reporter was unable or unwilling to say whether the patient developed any symptoms as a result of the alleged issue and no further treatment or medical intervention was specified. The reporter denied that any other device had been used to check the patient¿s blood glucose levels. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and had followed the correct testing steps. The reporter did not have control solution available to test the meter and test strips and the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. The treatment of insulin the patient received was consistent with the allegation of inaccurate high. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged product issue was not resolved during troubleshooting.